Event description:
The subject device was used during a laparoscopic assisted proximal gastrectomy. It was reported that the ptfe pad of the device was broken after about 50 minutes use. The procedure was completed with another thunderbeat device. There was no pt injury reported. As a result of olympus eval, it was found that the ptfe pad of the device was separated.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the ptfe was partially peeled from the jaw. The MFR record was reviewed with no irregularities. Considering the eval result of the subject device, omsc concluded that the reported event occurred since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. This report is being submitted as a med device report in an abundance of caution.